Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic the device was explanted on (B)(6) 2019, due to electrode array migration. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on august 14, 2019.